Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 19 mg/dl at the time of the incident. Other values were 92 mg/dl, 68 mg/dl, 69 mg/dl and 295 mg/dl. Customer also reported pump error alarm, was able to clear the alarm and was able to rewind the insulin pump. Self-test was passed. Customer declined troubleshooting for high and low blood glucose. It was unknown whether the customer was using the auto-mode feature. The device will not be returned for analysis.